Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri (elective replacement indicator) alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).